Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with an unspecified smooth gel breast implant experienced left sided rupture post procedure. Patient was involved in a bike accident that caused the rupture. As a result, patient had explantation on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient experienced right sided deflation. Patient underwent bilateral removal and replacement with a 325cc mentor smooth moderate plus profile saline right breast implant and a 350cc mentor smooth moderate plus profile saline left breast implant. Patient's implantation date is (B)(6) 2006. The investigation of the pictured device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the right gel smooth breast implant after a bike accident. Upon visual evaluation of the image provided in the complaint, the implant was noted inside a plastic bottle; however, no damage to the shell can be observed. The implant identified as the left side was noted with no apparent damage or visual anomalies. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).